Event description:
A gore viabahn endoprosthesis was used during the treatment of an iliac artery dissection. As reported, a bare metal stent was placed distal to the placement of the viabahn device. After deployment, the physician had difficulty removing the delivery catheter. The physician pulled hard and the catheter's distal tip detached from the catheter. Another viabahn device was deployed to successfully pin the distal tip against the vessel wall. The pt was fine post procedure.

Manufacturer narrative:
A lot number was not reported for this event. Consequently, a review of the mfg paperwork could not be performed. Since the delivery catheter was not returned, direct analysis of the catheter was not possible. As reported, a bare metal stent was placed distal to the viabahn device. Per instructions for use, there is insufficient clinical and experimental data upon which to base any conclusions regarding the effectiveness of the gore viabahn endoprosthesis in applications where the device is deployed within stents or stent grafts other than the gore viabahn endoprosthesis. Other devices may interfere with the deployment of the gore viabahn endoprosthesis resulting in deployment failure or other device malfunction.